Event description:
It was reported that a spectrum pump displayed multiple downstream occlusion messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, downstream occlusion alarms were confirmed and reproduced. This was caused by high sensor readings on the force sensor. The force sensor was replaced to correct this condition.